Manufacturer narrative:
System was used for treatment. Kit lot e701 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for photoactivation module leak. This assessment is based on information available at the time of the investigation. Photos associated with the complaint were returned for analysis. Analysis of the photos is still in progress. A supplemental report will be created once investigation is complete. Service order feedback still pending at the time of this report. A supplemental report will be sent once the service order feedback has been received. (B)(4). Device not returned.

Event description:
Customer called to report a blood leak on the xts. Customer reported the patient received 5 cycles of treatment on the xts. At the end of procedure after reinfusion was complete, the customer noticed a blood leak. Customer reported that one of the lines connecting to the photoactivation plate had fallen off. Customer reported blood on the light assembly and requested service to clean up the instrument. Customer notified the ecp physician that blood had been reinfused back to patient before realizing a blood leak had occurred in the photoactivation plate. Patient was reported to be stable. Customer will submit photos for investigation.

Manufacturer narrative:
At the time of the initial report and the first supplemental report sent for this case, the service order feedback was still pending. However, upon further review, on (B)(6) 2017, it was discovered that the service order associated with this event was cancelled. Hence, there is no service order feedback information as there was no service dispatched. Investigation complete.

Manufacturer narrative:
Photos associated with the complaint were returned for analysis. Review of the photos confirmed the blood leak and indicated that the tube at the exit port is no longer bonded to the port. The potential cause for a leak of this nature is considered human error during the tube bonding process. A manufacturing corrective action was initiated to study the effects of differing solvent bond methods and the investigation was completed on 08/27/2015. Changes from this investigation were implemented on may 10, 2016. This kit lot (e701) was manufactured (01/01/2016) prior to the implementation of the manufacturing corrective action. (B)(4). Device not returned.